Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failed power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change has since been made to the product's power switch. Per the legal manufacturer, the other device defects included in the initial MDR (worn video connector, deformed picture in picture) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation confirmed the main switch was broken and was a previous version. It was determined the unit required upgrade to the new version switch. In addition, a worn video connector latch was found, causing poor connection. A deformed pip connector was found, causing the inability to use pip mode.

Event description:
A user facility reported to olympus that the power switch was stuck. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.